Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak plunger rod broken / damaged it was reported by customer that several syringes had chips on the plunger as well as faded demarcations on them. Verbatim: rcc received a complaint via email. Several syringes had chips on the plunger as well as faded demarcations on them. Lot number: 4215360. Item code: 309680.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 94 physical samples and 6 photos submitted for evaluation. The reported issue of plunger rod broken / damaged was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that of the 94 samples, 50 were randomly selected to visual inspection and seven of the samples have the plunger with a chip. This is not considered a defect or imperfection. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.